Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer attempted troubleshooting steps under the guidance of technical support, including inspecting and cleaning the cartridge area, but was unable to successfully load the cartridge onto the pump. Customer was referred for escalated troubleshooting and opted to use multiple daily injections (mdi) as a backup solution.